Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The peritonitis was manifested by abdominal pain, vomiting, fever, and cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) claforan (dose, frequency and duration not reported), ip gentamicin (dose, frequency and duration not reported) and intravenous colistin (dose, frequency and duration not reported). On an unreported date the patient was changed to hemodialysis therapy. At the time of this report, the patient was ¿healed¿. No additional information is available.